Event description:
Patient representative reported patient experienced ¿capsular contracture,¿ baker grade unknown, ¿infection,¿ ¿heat sensation,¿ ¿seroma,¿ ¿swelling,¿ ¿chronic pain,¿ ¿pain prior to explant procedure,¿ ¿rashes¿ and ¿itching.¿ patient representative also reported patient ¿suffered personal injuries and related damages,¿ ¿disfigurement¿ and ¿disability;¿ these events are not related to the device.

Manufacturer narrative:
The events of seroma, infection(unknown onset) and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The events of lymphoma-alcl and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "right axillary lymph node,¿ confirmed as anaplastic large cell lymphoma. Date of alcl diagnosis: (B)(6) 2019. Relevant healthcare professionals and hospital: (B)(6) hospital. Dr. (B)(6).

Event description:
Patient representative reported right side ¿right axillary lymph node,¿ confirmed as anaplastic large cell lymphoma. Cd30+ and alk- have been confirmed, and ¿fibrotic capsule with chronic inflammation.¿ patient representative also reported "focal calcification," this event is not related to the device. Device has been explanted.